Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up visit, device interrogation revealed several rv noise episodes which were attributed to electromagnetic interference (emi). No intervention was performed. No patient symptoms were reported.